Event description:
It was reported by the rep the device was used during an unk procedure. It was reported using the pmw35 the staples falling out of wound when pts are on the post-op floor. There was no consequence to the pt.